Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing not performed as product is expired. Most likely underlying root cause: mlc-012: product expired note: manufacturer unable to contact customer in follow-up call to ensure the customer's condition had improved - customer declined follow-up call.

Event description:
Consumer reported complaint for error message (e-5). The customer reported having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification (did not disclose location). Customer's test strips are expired: test strip lot manufacturer¿s expiration date is 08/31/2020 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. Customer stated he would obtain new test strips.